Manufacturer narrative:
D4 - the UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. The sample was a segment of guidewire approximately 95mm in length. Visual inspection found the distal extreme part of the guidewire to be fractured. Kinks were also noted on the sample. Magnifying and electron microscopic inspection of the fracture end revealed that the shaft had been curved toward the fracture end with exposure of the core wire. The outside diameter was measured along the total length, excluding the segment around the fracture and confirmed to meet manufacturing specification. The urethane outer layer was dissolved and removed for further inspection of the core wire at the fracture. Electron microscopic inspection of the fracture cross-section of the core wire revealed the surface was in a rough state. On the lateral side of the fracture, the edge of the core wire was found to have been curved. The outside diameter of the core wire was measured along the total length, excluding the segment around the fracture and confirmed to meet manufacturing specification. Simulation testing was conducted. The sample was subjected to a pulling force in the state of being formed into a loop shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual device. The production lot number was not provided by the user facility, which prevented a meaningful review of quality documents. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, it is likely the distal end of the actual device became trapped and was subjected to pushing, pulling and bending forces causing the reported complaint. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a foreign substance in the vessel of a patient. Follow up communication with the user facility confirmed the following information: the patient came to the hospital complaining of pain in the arm; an x-ray examination found a foreign substance in the vessel; it was identified to be a segment separated from a radifocus 0.035 inch guidewire used during a previous cag; and the segment was removed from the patient by a local surgical intervention.